Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (missing information) and g2 (company representative must be selected). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is presumed that water invaded scope connector which led to short circuit at electrical contacts of plug unit in the connector. Subsequently, the event may have occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope displayed a scope communication error code (e315). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.